Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw was jammed. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The user facility's biomedical engineer (biomed) performed preventative maintenance on the sternal saw and found there was no grease inside. The customer would like the sternal saw rebuilt.